Event description:
Related manufacturer reference number: 2017865-2024-37564. During the reoperation procedure, it was noted the right atrial (ra) lead had dislodged and exhibited high capture threshold. The blood contamination was found at the atrial connector part of the device. The pacemaker and the ra lead were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction for b5 section.

Event description:
During the reoperation procedure, it was noted the right atrial (ra) lead had dislodged and exhibited high capture threshold. The dislodgement was confirmed by x-ray. The blood contamination was found at the atrial connector part of the device. The pacemaker and the ra lead were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Reported event of device contamination could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Electrical functions of the device were tested and found to be normal. A longevity calculation was performed, and device was found to have appropriate longevity remaining.